Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the two boxes did not have the hydro packets on the intermittent catheters (jufu9055) and jufz9002).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿lack of operator training¿. Based on patient code (B)(6) the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it is unknown whether the product had a relationship with the reported event. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient stated the two boxes did not have the hydro packets on the intermittent catheters (jufu9055) and jufz9002).